Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 02-jan-2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported issue. Fse verified all adjustments for the sensitivity and clog, replaced the main board, reloaded the current software version, restored the test files, the parameters, and the detector calibration. Fse also checked the incubator for proper temperature and ran tests for clog errors. The customer then recalibrated the assays and ran quality controls (qc). All results were within acceptable range and the clog errors cleared. The aia-900 instrument is operating as intended. No further action required by field service. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 28-nov-2016 through 28-dec-2017. There was one similar complaint identified during the searched period. The aia-900 operator's manual, under section 12 - flag and error messages, error 2076 is clogging detected at specimen. This error is generated when the negative pressure generated by suction of a rack ID, rack, position, specimen ID specimen exceeded the standard value. There is a possibility that the sampling nozzle was clogged, preventing the specified quantity of specimen suction from taking place. An sc (sample clog) flag will be attached to the measurement result. The solution us if there is no problem with the specimen, contact the tosoh local representatives. The most probable cause of the reported issue was due defective main board.

Event description:
On (B)(6) 2017 customer reported getting sc (sample clog) flag and error 2076 clogging detected at specimen on the aia-900 instrument. Customer is unable to run creatine kinase mb isoenzyme (ckmb) and cardiac troponin I (ctnl 2). On 02-jan-2018, field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of creatine kinase mb isoenzyme (ckmb) and cardiac troponin I (ctnl 2) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Additional information: a review of the device history record (DHR) was conducted for serial number (B)(4) which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. Corrected data: in describe event or problem and device evaluation by manufacturer / additional manufacturer narrative of the initial report, the fse dispatched date stated 02-jan-2018. The corrected date is 28-dec-2017.